Event description:
Additional information was received from the patient. When asked what error message was displayed on the device they stated that they could not connect. When asked about the cause they stated that it was unknown but likely a recharger issue. When asked about the cause of the issues staying connected they stated it was unknown. When asked what steps were taken to resolve the issue they stated that they were having it replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient rep stated that the patient has been having issues with recharging their implant for the last week or so. Patient rep said they spoke to mdt representative today and was told to call agent for assistance. Agent walked the patient rep through hard resetting the recharger, but that didn't resolve the issue. The recharger continued to briefly connect to the implant and then disconnect. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient representative called back and stated they were told by mdt rep yesterday to call agent for assistance with new recharger. Agent walked caller through pairing new recharger to handset successfully. Patient rep saw error code 4100 when recharger first connected to handset. Patient rep then tried connecting recharger to patient's ins, but same issue previously noted occurred with recharger briefly connecting to ins and then disconnecting right away. Patient rep reported seeing error code 1707. Patient rep tried repositioning recharger many times but issue persisted. Patient rep and patient directed to follow up with hcp. Caller confirmed no recent falls. Additional information was received from the patient. It was reported that the patient stated that they couldn't connect to the implanted system. The hcp and patient determined that the implant will be removed and replaced with a non-rechargeable. The patient had to have a different surgery first, for their back, but they will be eventually be replacing the ins. The patient is asking what to do with the external equipment. Reviewed to keep it until the current implant is explanted. Reviewed donation/disposal.